Event description:
The event occurred on an unspecified date and involved a proximale - 28 cm (11") smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave® (red rings), rotating luer. The customer reported leakage at the junction between the manifold and the tubing leading to the patient (child) during use. The reported indicated that they were unable to confirm whether the necessary treatments were administered to the child. There was no report of human harm associated with this reported event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Two used list #(B)(4), proximale - 28 cm (11") smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave® (red rings), rotating luer; lot #unknown was returned by the customer for this complaint investigation. This supplemental emdr record reflects the complaint investigation results for returned sample #1 of 2. There were no visual anomalies or damage observed on the returned sample. Leakage at the bond between the female luer to male luer at the distal end of the assembly was confirmed. The probable cause is incomplete bond connection between the male and female luers at the distal end of the device during the bonding assembly process of manufacturing. The device history record could not be reviewed because a lot number was not identified. D9 - date returned to mfg: 15sep2023.

Manufacturer narrative:
Two used list #(B)(4), proximale - 28 cm (11") smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave® (red rings), rotating luer; lot #unknown were returned by the customer for this complaint investigation. This supplemental emdr record reflects the complaint investigation results for returned sample #2 of 2. There were no visual anomalies or damage observed on the returned sample. Leakage at the bond between the female luer to male luer at the distal end of the assembly was confirmed. The probable cause is incomplete bond connection between the male and female luers at the distal end of the device during the bonding assembly process of manufacturing. The device history record could not be reviewed because a lot number was not identified. D9 - date returned to mfg: 15sep2023.

Manufacturer narrative:
Additional information can be found in b3 - date of event, b5, b6, d10 and h6 - health effect - impact code. Updated information can be found in g1.corrected information can be found in h3 - device returned to mfg?

Event description:
The customer provided additional information on august 17,2023 indicating that the event occurred on 07 august, 2023 . They further stated that there was no delay in therapy and no blood loss. Medication level checks (tdm) from the patient's blood were required in order to determine if the child received the correct doses. The event occurred during infusion. The following medications leaked: vancomycin, dopram, triflucan, caffeine, sufentanil, midazolam, and cernevit. The leak did not come into contact with the patient or the healthcare professional. The leak was cleaned according to the facility's protocol and a special kit was used. No physical damage on the device was noted before use. The lot number can not be provided because the packaging was discarded. The customer stated that they do not know the state of the patient, however, there was no one harmed during the event. No further information was provided.